Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Therefore, lens was not explanted. (B)(6). Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. A damage was observed on the lower body of the device. The tip was also deformed. The pcb00 device was observed under the microscope and the intraocular lens (iol) was observed stuck in the cartridge. The customer's reported issue was verified but it could not be determined if the condition observed is related to manufacturing process as the device was handled and prepared for surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip of a pcb00 preloaded device was broken. This issue was observed during handling, but prior to insertion into the eye. There was no patient involvement nor injury reported. No additional information provided.